Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
During the hip orif surgery, the surgeon inserted the protection sleeve, drill sleeve and the trocar through the aiming arm attached to the insertion handle. The instruments should have directed the drill directly through the distal locking hole of the intermediate nail. Instead drill went into the posterior lateral cortex. Implant was placed and procedure completed. Surgery was extended by approx 30-40 minutes. Pt instructed not to weight bear for approx 1 week after the surgery. This is the 1st of 2 reports submitted on this event.